Manufacturer narrative:
Ferrosan medical devices a/s has completed the evaluation of the received adverse event. Please receive the attached closing letter for this adverse event. This reporting is to be considered as the final report. Feel free to contact me if you have any questions. Single use product.

Event description:
"It was reported by the sales rep that one or two days after a craniotomy procedure in mid-(B)(6) 2017 the product was oozing out of the patient's incision as if it were infected. The patient was brought back into the operating room where the incision area was debrided and the surgeon used a competitive device to close the incision. No device will be returned." Ferrosan medical devices a/s has completed the evaluation of the received adverse event. Please receive the closing letter for this adverse event. This reporting is to be considered as the final report. Feel free to contact me if you have any questions. Our reference no.: (B)(4).

Manufacturer narrative:
Single use product.

Event description:
"It was reported by the sales rep that one or two days after a craniotomy procedure in (B)(6) 2017 the product was oozing out of the patient's incision as if it were infected. The patient was brought back into the or where the incision area was debrided and the surgeon used a competitive device to close the incision. No device will be returned." The information above has been received from distributor (B)(4) on the 4th of may 2017. Please note that the only information regarding the event date is "(B)(6) 2017". Clinical questions have been asked and we are waiting for answers. Our reference no.: (B)(4). Best regards (B)(6).